Manufacturer narrative:
Device passed displacement test and self test. No missing segments/partial display or display anomaly noted during testing. Device functioning properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the insulin pump had a partial display. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that there was a time where the background was gray and shaking then turns back to black when she gets out of it and back in partial display. The troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.